Event description:
It was reported that pump screen was dark and would not turn on, and caller stated pump button was extremely difficult to press and often required multiple presses to activate screen. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through removing pump from case and pressing button with proper support until display turned on, confirmed pump was in warranty, and arranged replacement pump shipment, while caller planned to continue using current pump until replacement arrived; caller was instructed to place current pump in storage mode before return, re-enter pump settings and reconnect cgm on replacement device, and return problematic pump using pre-paid label within 10 days, which caller understood and acknowledged.